Event description:
It was reported that during an unknown procedure, the clip was ejected and could not be fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.